Manufacturer narrative:
Please note that previous medwatch reports for this product may have been submitted under the following registration numbers: (B)(4). Currently, these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration (B)(4). Additional information will be provided upon investigation conclusion.

Event description:
Arjo received bfarm user report with case number (B)(4). T was reported that the resident was being transferred with the sara 3000 active floor lift. During the transfer, the resident became weak, let go of the handles and slipped out of the sling. As a consequence of the event the resident sustained shoulder dislocated and hip fracture.

Manufacturer narrative:
It was reported that a resident was transferred from a wheelchair to the commode using the sara 3000 active floor lift and arjo sling (with serial number (B)(6)). During the final phase of the transfer, when the resident attempted to sit down, let go of the device handles and slipped out of the device. As a consequence of the event the resident sustained the hip (artificial) fracture and shoulder dislocation. The customer reported that the device worked correctly. The remote control only faltered a little, but the raising and lowering was adjusted directly on the sara 3000 itself. The arjo representative evaluated the device. The functional device testing showed that the handles were torn, silence block porous, hand control was defective. Non-of this malfunction might lead to the resident fall. The instruction for use for sara 3000 device (kkx91010m issue 3) contains information: "warning: before attempting to use sara 3000, a full clinical assessment of the resident his/her condition, and suitability must be carried out by a qualified person" "sara 3000 shall always be handled by a trained caregiver, continuously attending to the resident, and in accordance with the instructions outlined in these operating and product care instructions" "the resident then must hold on to the resident support grips with one or both hands." During interview the customer stated that the resident was powerless and let go of the device handles. The caregiver assisted the resident during the transfer. Arjo has the mobility gallery, which is an assessment and communication tool based on different levels of mobility, from completely mobile and independent residents/patients to completely bedridden patients. The mobility gallery presents the five levels of functional mobility by relating them to five individuals. According to the information provided in the complaint, the resident who used the device was assessed on level d (according to arjo mobility gallery). This means that the resident who used the device was able to partially bear weight on at least one leg and has some trunk stability. This resident was allowed to use the sara 3000 device. Despite the fact that the resident's mobility allowed the use of the sara 3000 lift, the unexpected "weakness attack" led to a loss of stability (the resident was not able to stand) and slipped out of sling. The cause can be determined as unfortunate event. No arjo device failure that could contribute to the event was found during the evaluation. To sum up, arjo active floor lift and active sling were used as a system for resident transfer when the resident slipped out of the device. As it was reported that the resident fell, the device did not meet its specification. The complaint was decided to be reportable due to the resident¿s fall and serious injury reported.